Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history (DHR) for the device were reviewed. The associate device was released based on the MFR's acceptance criteria. Samples are not expected to be returned for evaluation. (B)(4).

Event description:
A technician reported that approximately two weeks following bilateral lasik, the pt presented with transient light sensitivity (tls) in both eyes. The steroid drops were increased. In a follow up, the tech reported that two weeks later, the tls had significantly improved. The pt's visual acuity was not affected. The tech indicated that per the surgeon, the event is expected to resolve with treatment. There are two medical device reports associated with this event. This report is for the right